Event description:
Customer alleges he once got a result of "0" on his aviva system. The numeric reading range for device is 10mg/dl to 600 mg/dl. Reports no action taken on device result. No adverse event reported. Requested return of suspect device and replacement sent.